Manufacturer narrative:
A sample was not returned for evaluation; therefore, the condition of the product could not be verified. A lot number was not identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The root cause for the customer complaint issue cannot be determined. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the valves were leaking during a vitreoretinal procedure. There was no patient harm. Additional information and product sample have been requested for this report. No updates have been received.